Event description:
It was reported that the battery contact in the battery compartment of the customer's insulin pump was broken. Customer's blood glucose was 265 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery cap, corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratches on lcd window.